Event description:
The clinic staff alleges that during a pt treatment the machine removed too much fluid. The staff stated at about 83 minutes into a 4 hour treatment the pt experienced hypotension. The pt received 300cc of normal saline. Blood pressure remained within low normal limits. At 3 hours into treatment the pt requested to end the treatment early.